Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Eleven (11) used caresites were returned for evaluation. Visual examination of the caresites noted 1 or 2 vertical cracks on the female luer threads of each caresites. No other visual defects were noted. The caresites were leakage tested per specification with all 11 caresites failing as leakage was noted at the cracked location of each valve. The reported defect of leakage was confirmed. The exact root cause could not be determined at this time. However, incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that there was a chemotherapy leakage during use with the caresite. No injury reported.